Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During a remote follow-up, decreased pacing impedance was observed on the left ventricular (lv) lead. No intervention has been performed. The patient is stable with no consequences and will continue to be monitored.